Event description:
Procedure: right hemicolectomy. According to the reporter: three (B)(4) misfired during the procedure. The stapler made an unusual "crunch" noise on closure, reopened, and made same noise on firing. On inspection post firing, staplers were crimpled and gun had not completely/securely staple. There was unanticipated tissue loss, resulting in patient receiving 2 bags (colostomy and ileostomy). No colostomy or ileostomy had been planned. The surgical time was extended by 2.5 hours. The case started at 6:00 pm and ended at 10:30 pm. The patient was in ICU after the procedure. No reinforcement material was used.

Manufacturer narrative:
(B)(4).